Event description:
The customer reported that they witnessed sparking from exposed wires on their pump in style transformer.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she indicated that the transformer wires were exposed and that she did witness sparking from the wire close to the transformer housing. The customer indicated that she did not witness fire or flame and there were no injuries. The customer declined to return the product to medela. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.